Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Visual inspection did not find any physical damage with the device, and all tamper seals were intact. Functional testing of the device was able to confirm and replicate the reported event. To resolve the reported event the overheat alarm function was recalibrated and tested to ensure appropriate function. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the over-temperature alarm did not work. There was no patient injury reported.